Manufacturer narrative:
(B)(4). Device was discarded.

Event description:
A customer contacted baxter?s global technical service center asking for assistance with restarting therapy on the homechoice (hc). The home patient (hp) stated that he was in the initial drain and knocked the heater bag onto the floor. The hp stated that the heater bag disconnected. The technical service representative (tsr) assisted the hp with ending therapy to restart the setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. No defects were seen in the cassette or bag, it just fell and separated. The hp is doing fine and is continuing therapy on the cycler as usual.